Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error associated with a defective eeprom was also observed. Further assessment determined that the printed circuit assembly (pca) required replacement. In addition, an error preventing access to files and directories on the sd card was identified, which also necessitated pca replacement. Contamination consistent with dust and dirt was observed inside the device. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.